Manufacturer narrative:
The customer contacted philip's technical support and was unable to reproduce the alarm. The customer performed extended self tests on the unit successfully. Reportedly, the customer retested the unit in a clinical area to ensure proper operation. The customer reported that the oxygen inlet circuitry performs as intended and no problem was found with the vent. No parts were returned to philips for investigation; therefore, a root cause could not be established.

Event description:
The customer reported a low oxygen supply alarm. There was no patient or user harm reported. The event date was not specified; estimate used.